Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 560 mg/dl. The customer took a correction bolus with the pump. During the system check with tandem technical support, the occlusion was confirmed and no alarm sounded. The system check found that the supplies needed to be changed. The customer had been using the cartridge tubing and site for 4 days.